Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that acquisition did not work. No known impact to patient outcome. There was a surgical delay, but the amount was unknown. The surgery was discontinued. No further information available.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue was discovered pre-operatively. After several maneuvers performed by the electro radi ology technician, the problem was not solved. The surgeon decided to continue the surgery without navigation assistance. Actions taken in the care facility for patient management included remote intervention from manufacturer representative (rep) to unblock the system.

Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.